Event description:
Intra aortic balloon leaked blood in catheter membrane immediately clamped, md notified. Balloon removed. The iab was received intact with the membrane completely unfolded. During visual examination, blood was observed on the exterior and within the entire device. The laboratory membrane leak test was performed on the iab and results detected a smooth-edged penetration located in the proximal rear taper of the membrane, 9.50" from the distal tip. The penetration measured .015" in diameter and was accompanied by rigid parallel lines adjacent to the penetration site. The presence of rigid parallel lines at the penetration site is commonly seen with fatigue-related leaks. One of the probable causes of this type of penetration is typically produced when the membrane is subjected to non-linear folding. Non-linear folding may occur when the balloon enters a subintimal space. The reported physical condition of the pt's weight and height may have also contributed to fatigue of the balloon due to catheter placement and balloon size selection.